Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer reported 0.6 mmol/l and 9.7 mmol/l within 10 minutes. No symptoms of low blood glucose, no medical incident reported. Monitor and strips replaced and expected to be returned.